Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced atrial fibrillation (af) which was suspected to be due to the implantable pulse generator (ipg) programmed settings.

Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced thromboembolism. The implantable pulse generator (ipg) remains in use. The patient is a participant in the remodeling the left ventricle with atrial modulated pacing clinical study. No further patient complications have been reported as a result of this event.